Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.(B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/11/2017 with the following findings: during investigation, there were frequent low battery warnings and replace battery alarms observed in the alarm history. At power on, the pump displayed ¿re initializing. Please wait¿ shortly after powering on pump gave a call service 020 alarm. Due to this, the original complaint was unable to be adequately investigated. Unrelated to the original complaint, the pump was opened and there was moisture damage found on the printed circuit board. The call service alarm occurred due to moisture damage. The pump case was also found to be cracked near the top right corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.